Event description:
It was reported that an asymptomatic patient presented in clinic with a device that was post-sensed t-wave oversensing. Patient received inappropriate therapy. Programming changes were made. Device remains implanted.